Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial pump training the ilet repeatedly issued alert 76 instructing a restart, and despite multiple restarts and a factory reset, the alert persisted; a replacement ilet was provided and the user was advised on shutdown procedures, return logistics, data sync to the mobile app, and that setup would need to be repeated. Symptoms included no reported adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical treatment, no emergency care, and no hospitalization. Investigation included review of user reports and device data via app synchronization when available. Investigation of this device revealed a suspected power subsystem malfunction consistent with a power-related alert, with the affected component associated with the pump¿s power/battery module, and the device was exchanged. Investigation of the device engineering logs confirmed previous alert notifications. The issue could not be replicated during testing. Troubleshooting determined an issue with the mainboard, specifically the connection from the host chip to the pcb.